Event description:
During cochlear implant on the right side with ci632 implant, implant would not work with smart nav system. Surgeon requested backup implant. They were able to proceed with backup implant. Implant that was not working properly was sent to [redacted], inventory specialist